Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 339 mg/dl. Pt took 8 units of insulin and about an hour later fell and hit their head. Spouse tried to give pt sugar, but pt would not swallow. Spouse called the emergency medical technician and they arrived and checked pt's glucose and the level was 13 mg/dl. Pt was then treated with a glucose IV. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.